Event description:
Report received indicated tracking difficulty with device through the vessel. The filter basket and tip were damage and in addition there was withdrawal difficulty with device, as it appears that device was caught on the stent. There were no anomalies noted with device prior to use. Angioplasty was being performed to the internal carotid artery. The vessel was tortuous and lesion was slightly distal to the bifurcation. The lesion was pre dilated and there was 85% stenosis after dilation was made. Difficulty was experienced while passing the device through acute bends and was very difficult to advance device towards the lesion. During withdrawal of the embolic protection device the micron pore polyurethane filter basket was damaged as well as the distal tip. It appears that was possible damaged on the stent strut. There was no unusual force used at any time. During the procedure, the device was withdrawn without any fracture or separation of any body part. There was no adverse consequence to the patient.

Manufacturer narrative:
This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.